Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the vibrator test passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.